Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the lar procedure. The staple line was formed incomplete at the distal end. The I-beam went up forward as the surgeon squeezed the handle, but the stapling failed at the distal end. To complete the staple line, another reload was used. No patient involved. No adverse events reported.